Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A trilogy cup positioner was returned for evaluation. As returned, the lead threads are damaged. Lateral strike marks are seen in the knurled portion of the handle. The device exhibits wear & tear that indicates repeated use during a potential field age of approximately 15 years. Complaint sample was evaluated and the reported event was confirmed. A review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threads of the instrument was damaged. No patient involvement and additional information on the reported event is unavailable.